Manufacturer narrative:
(B)(4). Date sent: 9/29/2023. D4: batch # 164c02. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with one ecr60b reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the complete firing action requires 4 complete strokes to cut the full reload length and return the knife to its home position. For each stroke, squeeze and release the firing trigger completely with a continuous, smooth stroke until it rests on the closing trigger. The numbers on the stroke count indicator will advance with each stroke. After the third stroke, the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. At the end of the fourth stroke, the stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. The status of the transection can also be determined by observing the knife blade indicator throughout the firing action. The event described could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 164c02, and no non-conformances were identified. Additional information was requested and the following was obtained: what was the procedure? -rectal cancer surgery. Was the device used successfully before the reported issue? -yes. Was the entire anastomosis sewn or was it stapled and sewn? -yes. Does the surgeon believe the issue the patient experienced is associated with device? -not sure. How was the leak identified? -the volume of patient's drainage increased in the 2nd day post-op. What is the current patient status? -discharged. What is the timeline of events? Was this the third reload/third firing? -yes. Had the device been successfully fired twice and then would not fire on third firing? -yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) -unknown. What is the most current patient health status? -good status.

Event description:
It was reported that during an unk procedure, the device could not be used after the cartridge was installed. Changed the new one to complete surgery. No additional information can be provided.